Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent right anterior cervical fusion/decompression at c6-7 in which rhbmp-2/acs was used.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. It was reported that the patient allegedly sustained unspecified injuries and damages resulting from a spinal fusion surgery using r hbmp-2/acs on (B)(6) 2010. No additional information has been provided. A query of the entire complaint history of this part was conducted on (B)(6) 2012, which did not contribute any additional information to this investigation. No further action is required at this time - this investigation is considered closed. A review of the certificates of analysis and packing list for the infuse bone graft kit was not possible without further product information. (B)(4).